Manufacturer narrative:
This report is for unknown 5.0mm locking screws /unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date in (B)(6), year unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a patient underwent a revision due to non-union of a femur fracture. A locking compression plate (lcp) condylar plate 12 holes, six (6) unknown cortex screws, unknown cables, two (2) lag screws, and five (5) unknown locking screws and two (2) broken locking screws are removed successfully and an unknown nail was inserted. It was reported that two of the 5.0mm locking screws were broken. The removed hardware was originally implanted in (B)(6), on an unknown date in (B)(6), year unknown. Procedure outcome and patient status are unknown. Concomitant devices: 4.5mm lcp condylar plate 12 holes (part 222.663, lot: 6537936, quantity: 1); cortex screws (part: unknown, lot: unknown, quantity: 6); cables (part: unknown, lot: unknown, quantity: unknown); locking screws (part: unknown, lot: unknown, quantity 5); lag screws (part: unknown, lot: unknown, quantity: 2) . This report is for two (2) unknown 5.0mm locking screws. This is report 1 of 1 for (B)(4).

Event description:
It was reported patient was implanted with a locking compression plate (lcp) condylar plate, six (6) cortex screws, five (5) locking screws, and an unknown quantity of cables for a femur fracture in june of unknown year. Patient developed a non-union and, on unknown date, it was revealed that two (2) of the locking screws were broken. Patient was returned to surgery on (B)(6), 2018 where all hardware was removed successfully and patient was revised to an unknown nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality conducted an investigation of the provided x-ray. The implants were not returned and instead will be do based on the supplied image. The images were reviewed and the complaint condition of broken (2+ pieces) postoperatively could be confirmed for just one locking screw, based on the images provided. As the implant was not returned an as received, dimensional, material or drawing reviews are not applicable. A DHR review for the manufacturing records and the material records could not be performed as the part number/lot number is unknown. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. This complaint condition is adequately covered by the risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.